Manufacturer narrative:
The reported complaint of the autopulse platform ((B)(4)) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed based on the archive data review and during the functional testing. The root cause of the (ua) 41 error was due to a defective temperature sensor, probably due to normal wear and tear. However, user mishandling cannot be ruled out. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. The autopulse platform was manufactured in september 2015, exceeded its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a hairline crack on the front enclosure, likely caused by user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. A review of the autopulse platform archive was performed, and it showed multiple (ua) 41 error messages to have occurred around the reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was recorded in the archive. The load cell characterization test revealed that the load cell module 1 was defective. The defective load cell was replaced to remedy the (ua) 07 error. The autopulse platform failed initial functional testing due to (ua) 41 error message displayed upon powering on. The defective temperature sensor was replaced to address the observed (ua) 41 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with (B)(4).

Event description:
The autopulse platform ((B)(4)) was used to resuscitate a patient in cardiac arrest. Once the autopulse platform was powered on, it displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The crew immediately performed manual CPR for 22 minutes during the transport to the hospital. No consequences or impact to the patient. Per the reporter, the autopulse platform is usually stored in the side door of the ambulance and the platform was on the floor when the platform displayed user advisory (ua) 41 error.